Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was noted that the patients trial start date was unknown. It was reported that they are not getting any symptom relief from the trial, which started yesterday. The caller noted that they continued to increase after the trial in order to keep feeling the vibration, until they saw a system error - therapy may have stopped message on the handset. Agent was unable to resolve the issue because the caller only had the option to end session. The caller noted that their wife looked over everything and nothing appears to have come disconnected. Additional information was received from the manufacturer representative (rep). The rep reported that the issue had been resolved and the patient had been seeing improvement in their symptoms. Additional information was received from a manufacturer representative. It was reported that the issue seemed to have been an old patient programmer that was not connecting to the ens ( they believe there was an email sent out about a similar issue not long after this happened). The rep stated that the patient had improvement during the trial just could not make any changes. Patient lived 3 hours away so they were unable to switch out the programmer. Patient did get implanted and is happy with therapy. The rep stated they requested the ens from the healthcare provider(hcp) but patient discarded the device some hcp had patient remove their own leads at home since this was a basic evaluation and the patient lived so far away.